Event description:
The pt was seen at the implant center for device eval during event date month. Testing conducted at the center confirmed that their device was no longer functioning. Revision surgery took place in 2001.